Event description:
It was reported that the patient had to have new leads placed because the previous leads were broken. It was noted that the patient¿s previous physician had closed practice. Follow-up was performed to determine if the patient had any further concerns. This event will be updated if additional information is received.

Event description:
Additional information received reported that the patient received assistance from their doctor or manufacturer representative and their concerns were resolved. A letter was also enclosed that stated the patient had concerns with her device. The device did not touch the joints where it hurt. The patient had some bone on bone in her left hip and some ruptured discs. The patient was not getting relief. Further follow-up determined that the patient met with her rheumatologist and it was stated that the device was not made to help her hip pain. The patient would get tired when she hurts so bad and wants it fixed. It was confirmed that the patient understood that she may need hip replacement surgery to control the pain. No further follow-up was required.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).